Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Failure (event) observed during analysis. External insulation abrasion was noted at 6.8-8.6 and 9.9-11.6cm from the distal tip, consistent with lead friction to another device or heart feature. Internal insulation abrasion was noted at 7.0-7.8cm from the distal tip. The etfe coating was abraded at these locations. (B)(4). (B)(6).